Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly customer did not per for air removal step in loading process. A supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 110 mg/dl.

Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.